Event description:
The pulse generator was returned and analysis. There were no visual anomlies identified or observed. The pulse generator is operating within the manufacturer's final electrical test specifications. The pulse generator did not show any condition that would have contributed to the reported events. The lead was also returned and analyzed. The condition of the returned portion of the lead, in general, is consistent with conditions that typically exist following an explant procedure. The lead pin showed evidence of a proper mechanical and electrical connection as expected. The patient's voice alteration subsided after the explant. The dysphagia, dyspnea, headaches, choking sensation and abdominal pain were likely due to other diagnosed illnesses, not related to the vns therapy.

Event description:
Reporter indicated that pt underwent vns therapy system explant due to severe dysphagia and dyspnea. It was reported that programmed parameters were increased approx one month after stimulation was initiated. Approx five months later, the pt began to experience migraines, choking, shortness of breath, and abdominal pain. The pt was referred to both an ent and a gastroenterologist and was diagnosed with irritable bowel syndrome by the gastroenterologist following a normal abdominal CT scan for abdominal discomforts. Additionally, an MRI showed degenerative lumbar regions of the spine. The pt's vns therapy system was programmed to off, but the pt continued to have the same complaints two months later. The pt was then referred to a psychiatrist and was subsequently explanted. Further follow up revealed that the pt continues to experience headaches without the device. Pathology of the sinus cyst removal was benign. There have been concerns with the pt's multiple emergency room visits and the pt is now on a list for no narcotics with headache and/or back complaints. It is reported that the pt's headaches diminished during vns use. The pt now reports that hoarseness was her largest complaint with the vns therapy and she simply did not like it despite the device showing some improvements in her seizures.